Manufacturer narrative:
Clarification to b3: date reported as "3 to 4 months prior to oct/2024". Clarification to d6a: partial date of (B)(6) 2024. Provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation and crease". This record is for the right side. Device was explanted. Device will be returned.